Manufacturer narrative:
(B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the unit was cranking the skin through properly. The customer returned a skin graft mesher device, (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher (B)(4) one time as documented in the repair reports in livelink. The last repair was june 8, 2014 where it was reported that the comb was bent and the roller, bushings, side plates, comb and the gears were replaced. The unit that was cranking the skin was not associated with the previous repair. Hence it is a non-related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on july 21, 2017 revealed that the comb, roller and shoulder bolts were worn and needed to be replaced on the device. The calibration was within the specification and the device passed the test cut. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 21, 2017 which included replacement of the roller, damaged comb and damaged hardware. Skin graft mesher, (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it is not noted within the evaluation that the device was tested with living tissue in order to reproduce the reported event. The root cause of the reported event could not be specifically determined since it is not noted within the evaluation that the device was tested with living tissue in order to reproduce the reported event. However the issue was resolved with the replacement of the roller, damaged comb and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, (B)(4) , was repaired, tested and returned to the customer.

Event description:
It was reported that the unit was cranking the skin improperly. No adverse consequences have been reported as a result of this malfunction. Initial inspection revealed that the comb was worn.